Event description:
R groin catheter was not occluded. The catheter and sheath had migrated out of the vessel while delivering urokinase, lg hematoma developed. Md instructed nurse to pull back catheter hoping to better position the catheter. However, catheter was out of the vessel, was removed, and a new catheter placed.